Event description:
Related manufacturer reference number: 2017865-2025-14552. It was reported that the patient presented for a pacemaker change procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to be removed from the pacemaker header. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout.